Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 11/01/2011 by fax and mail. A completed questionnaire was received on 11/15/2011. (B)(4).

Event description:
A surgeon reported a pt with an unexpected refractive outcome following intraocular lens (iol) implant surgery. She stated that most of the astigmatism was corrected and the pt was "very happy". In a follow-up, the surgeon reported the refractive outcome did not match the predicted outcome from the calculations; the event continues and is not expected to resolve (lens is fixed in position). The surgeon reported there were no medical or surgical interventions performed to treat the event.